Event description:
Follow-up from the company representative was received indicating that the explant was for patient comfort reasons.

Event description:
It was reported that a vns patient is requesting her generator to be removed as it is causing extreme discomfort around the generator and her breast. The generator was reported to have been disabled in 2010. Additional relevant information has not been received to-date. No known surgery has occurred to-date.